Manufacturer narrative:
The patient's weight is unknown. The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's scs system was explanted due to the patient's ipg being inoperable. It's assumed that the patient's ipg became inoperable as a result of the patient not maintaining their ipg as recommended.